Manufacturer narrative:
The product has been returned and is currently under investigation. A follow up report will be submitted after the device has been evaluated. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.

Event description:
A customer reported an issue with their freestyle meter. There was no report of death, serious injury or mistreatment.